Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information received: rep was at another account when she received a call from the or. She arrived within 10 minutes. The procedure started as vag hyster but the uterus very thick and fibrous and the surgeon realized that original procedure was not going to work. The surgeon decided to go lap but that was not going well either because of the fibrous and thick tissue. The surgeon took a very, very big bite and pushed enseal on tissue (took too much tissue in the jaws) and I-blade was laid back (lifted) and then a ¿pop¿ noise was heard. The device did not work and the surgeon then got another one. At that point someone in the or advised taking an x-ray just to make sure. That is when the I-blade tip was seen in the patient. A small incision 3-4 centimeters was made to retrieve the I-blade tip. This was a new incision and not an extension of the trocar port site. The surgeon (who is very familiar with enseal and long-time user) admitted it was his fault and that he pushed device to its limit. He advised that he took full responsibility for the failure of the device. He admitted this to the sale rep and this statement was also confirmed by his assistant. When does surgeon advance I-blade in correlation to hearing tone 2? Na what is the patient¿s current status? Doing fine, no excessive bleeding. When will device be released, to be sent to us for analysis? Will be but not yet. Is it possible to have photographs of the device sent to us? Rep has pictures of device and I-blade tip and will email.

Manufacturer narrative:
(B)(4). Photo were provided for analysis: first image provided by the customer was that of what appears to be the top portion of the nseal I-blade. Second image is that of the distal jaw of an nslg2c35 instrument. A close inspection shows that the I-blade is not complete. The top portion is not present. Third image provided is that of an nslg2c35 sales unit box. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The damage to the jaw could have caused activation issues. The popping noise heard was likely the I-blade breaking.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the surgeon took a bite of tissue and when he closed the jaws there was a pop and the device would not activate. Another like device was used to complete the procedure. At the end of the case they noticed that the complaint device was missing a piece of the gold I-beam. The patient was x-rayed in the or after closure and the broken piece was identified. A general surgeon was called into the case and created a ten centimeter supra-pubic pfannenstiel incision to remove the broken piece from the posterior cul-de-sac of the patient. The broken piece was saved. The patient was closed and will be taken to recovery. The device and broken piece will be returned once released by the account.